Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Suture broke during suturing.

Event description:
It was reported that a horse underwent an unknown procedure on an unknown date and suture was used. During the procedure, while suturing, the suture broke.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. Evaluation: unopened samples of product were returned for analysis. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.